Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler's syndrome and the right ventricular (rv) lead dislodged and pulled back into the subclavien vein. The rv lead was explanted. No further patient complications have been reported as a result of this event.